Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness and or headache, nausea, vomiting, asthma (new or worsening). Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow- up report will be filed.

Manufacturer narrative:
Please note that this report is a duplicate and the event has already been reported under MDR reference number (MDR 2518422-2024-28645).

Manufacturer narrative:
The manufacturer previously reported the following information listed in quotes in error "please note that this report is a duplicate and the event has already been reported under MDR reference number (MDR 2518422-2024-28645)". Correction to the previously reported information: the manufacturer previously reported on this device in MDR 2518422-2022-37836. This report was submitted as a duplicate report of the previously submitted report.